Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system logs indicated and after test and verification of the device a determination that the device worked as it was supposed. The fse did not find anything outside of the audit logs or testing that would prove the monitor had a failure during operations. The philips field service engineer (fse) confirmed the customers device worked as designed during the event time.

Event description:
The customer reported that the patient passed away and the customer requested an fse onsite to confirm the device was operating correctly. The device was in use on a patient at the time of the event, and there was an adverse event reported.